Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
Reference MDR #1219856-2011-00130 for the first event involving the same pt. It was reported via a call report that at 1425 est, the charge nurse called the clinical support specialist (css) back and stated that she had found a second pump (autocat2 wave, s/n (B)(4)). After verifying the pt was stable, the css had the rn connect the arterial pressure (ap) cable to the second pump. The waveform immediately displayed the appropriate pressures. The css walked the rn through switching the pt from the first pump to the second. A purge failure alarm occurred after one purge attempt. The trigger was verified, tank open, helium displayed in tank, all connections intact. This was repeated three separate times on ECG and ap triggers. The pt was put back on pump number one. The css then had the rn place the pump in operator mode, internal trigger, alarms off and performed a leak test with the rn placing her finger firmly over the helium connection port. This was attempted several times with the same result, one purge attempt followed by a purge failure alarm. The css explained that this pump (serial number (B)(4)) should be checked by biomed. The rn stated that no one from biomed was in the hosp or could be reached, so she was most comfortable leaving the pt on pump. There was no reported pt death or injury. There were no reported pt complications. The pt outcome is stable. Add'l info received on (B)(6) 2011 from the rn stated that when she found the second iabp (serial number (B)(4)), it was in a closet and it had "three inches of dust on it and probably has not been maintained." The css told the rn to make sure that this was reported to biomed.